Manufacturer narrative:
Beckman coulter field service engineer (fse) reported during preventive maintenance (pm) of a pk analyzer, an open flame and spark occurred from the back left side of the analyzer. No one was injured but fire extinguisher was discharged. Building was evacuated and fire department was called by the customer. Afterward, fse was able to inspect the analyzer and observed charring of print circuit board (pcb). The pcb was shorted and caused fire and spark. Fse indicated there was no evidence of leak. Additionally, the fse indicates the analyzer is retired and will be disposed. Customer will use a backup pk7300 analyzer. The beckman coulter internal identifier is (B)(4).

Event description:
Beckman field service engineer (fse) performed a preventive maintenance (pm), the fse had powered up the system after replacing pm parts and went out for a break while system initialized. The customer called fse and reported instrument sparking and observed flames. An open flame and spark occurred from the back left side of the analyzer. No one was injured but fire extinguisher was discharged by the customer. Building was evacuated and fire department was called.